Event description:
A field service engineer performed testing and investigation at the user facility. The customer contact reported the battery needs reconditioning and door will not reset. These are not reportable malfunctions. However, during verifications testing at the service ctr of the device mechanism, an s421 (motor error-pmc, right) malfunction alarm code occurred.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.